Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During the device evaluation, service found the device demonstrated third party repair. Additionally, the objective lens was scratched and dirty. The connecting tube and universal cord were dirty. The control unit was scratched, and the scope cover and grip had dents. The light guide tube was cracked. The switches and scope cover were corroded and discolored. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, after reprocessing of the subject device, the image was blurry. The procedure was completed using the same device with no delay. There was no patient or user injury reported.